Event description:
The patient underwent an open sigmoid colectomy in 2009, including a massive lysis of adhesions, excision of pelvic abscess, excision of colcutaneous fistula, excision of colovesical fistula and partial proctectomy. End to end anastomosis was performed with the car27 device, 7-10 cm from the anal verge. Anastomotic leakage was reported a week later. Fresh stool was noted in the pelvis at the anastomosis which was with the compression ring completely out of more than 300 degrees surrounding. No pus, exudative material or infection fluid was present in the pelvis, indicating of its recent happening (without major leak or peritonitis). The anastomosis was taken down with end colostomy, hartman procedure and massive peritoneal pulsavac irrigation. The patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the production history files indicated that the device was released pursuant to the product specifications. This is a complex surgical situation of a patient that had an infected pelvis ("pelvic abscess with massive adhesions"). This surgical scenario may have warranted performing a diversion so that the anastomosis may heal without the passage of stool through it for a few weeks with time the infection and inflammation of the pelvic may resolve. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.